Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After day 1 of sensor insertion, the patient felt a burning sensation and redness around the sensor insertion area. The reaction was located on the right side of the abdomen, approximately 3 inches from the belly button. The patient's physician prescribed hydrocortisone cream 1% on (B)(6) 2017 from a previous reaction. The patient consulted their physician for a higher dose of the cream because the hydrocortisone cream 1% was not remedying. The patient treated the affected area with hydrocortisone cream 2%. At the time of contact, the patient was still experiencing symptoms of the skin reaction. No additional event or patient information is available.